Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: ni, unknown if the lens was implanted. Section d6b: ni, unknown if the lens was explanted/removed. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the non preloaded monofocal lens was bent. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 01/03/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the folding cartridge found a partial haptic from the alleged suspect iol. No iol was received as part of this return. No further evaluation was performed.. Conclusion: the complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.